Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.